Event description:
It was reported that during a ptca/stent procedure the stent was displaced on the shaft of the delivery system. The distal vessel closed and attempts to intervene were unsuccessful. The pt went for CABG and was in the post-surgical unit one day post surgery.